Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Additional information obtained via follow-up revealed the patient's ipg was explanted and replaced to provide resolution.

Event description:
Additional information received revealed the patient's ipg has been deemed inoperable. As a result, the patient plans to proceed with surgical intervention.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention.

Event description:
Additional information gathered via follow-up revealed wireless software update was performed clearing the eri message.

Manufacturer narrative:
H6 device code has been updated/provided along with h7 and h9 via information gathered from follow-up. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.